Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a kidney stone extraction, upon trying to manipulate the stone a metal piece fell off inside the patient. The metal piece was able to be retrieved from the patient. The event caused prolonged procedure time. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, manufacturing instructions, quality control and visual inspection of the returned device was conducted during the investigation. By reports part of the basket separated from the rest of the device whilst trying to manipulate a kidney stone. The lot number and the part number were not provide. By reviewing the returned product in combination with the sale the device was identified as most likely part number ntse-022115-udh. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. The complaint is confirmed based on the visual inspection of the returned product. The returned product had additional damage beyond that specified by the complaint originator, shown by the multiple kinks in the device . During the process of manipulating the stone described in the complaint or during another part of the procedure the device experienced forces that resulted in the additional damage to the device. It is unknown what in the procedure caused the damage and consequently the root cause is unknown. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
No additional information has been received.